Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 3.2 and 1.6. The time between testing was fifteen (15) minutes, each test was performed with different monitors and nurses. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.